Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung cancer procedure, the device had an incomplete staple line distally. The surgeon then had to oversaw the tissue in order to complete the case.